Manufacturer narrative:
The previously reported device code c63144 no longer applies to this event and has been updated to c62862. The previously reported conclusion code 67 no longer applies to this event and has been updated to 22. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a family member regarding a patient receiving baclofen (unknown dose and concentration), morphine (unknown dose and concentration) and clonidine (unknown dose and concentration) via an implantable pump for intractable spasticity. On (B)(6) 2018, the patient received a replacement pump due to their previous pump being removed for normal battery depletion. The new pump was filled with 20% baclofen when implanted. On (B)(6) 2018, the patient went back to their regular hcp to "replenish her meds". The reporter stated they put the needle in and pulled out old medication and there was a lot of blood in it. They pulled out several syringes of blood from inside the reservoir. Another hcp took over to confirm they were in the reservoir and they were. The hcp was having the fluid sent to the lab. The old drug was taken out and the patient was refilled with baclofen, morphine and clonidine. An additional note stated that the patient thought there was a leak in the pump because blood couldn't get into the reservoir. On 2018-aug-24, the patient called back and reported that they took two syringes of blood out of the reservoir yesterday. The patient provided the names of the hcp that performed the refill and the hcp that performed the pump replacement. The patient stated "he messed up on the right amount of baclofen he gave her so she had to start over from where she was". On 2018-aug-27, the patient's mother called back in and reported they went back to the hcp this morning. It was stated, "they said they didn't have the needle in the pump thursday and he screwed up". The patient spent "pretty much the whole weekend in the hospital". The patient could not walk and was getting overdosed. The patient was in the hospital all day friday and all day yesterday (sunday). The mother stated, "they did a computed tomography (CT) scan which they didn't need to do". On the date of this call, they flushed out what was left in the tubings". The hcp put in some new medication. The patient's mother stated "he didn't say what drug or what dose and concentration was". The patient requested the printout, but the hcp told them they did not need it. The patient's mother felt as though the hcp was hiding things. The hcp told them the drug would take 10 days to reach her spine. At another hospital, "the mom said it always took 24-48 hours to reach the spine". The hcp told her "that is what it says". The mom said that when the patient was in the hospital, the emergency doctor said the pump needed to be shut off. The hcp called the manufacturer and "they said no it would be worse if they shut the pump off". The patient was noted to have gone to a different hospital from 2007-2017 and never had problems. The patient's mother was seeking a second opinion.